Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee lesion. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 4atm within 20 seconds. There was a visible pinhole noted on the balloon. The device was removed from the patient's body by normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.